Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking mechanism on the mayfield composite series base unit, standard (a3101) was broken. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. The mayfield base unit (a3101) was returned for evaluation. Complaint confirmed via inspection of the unit. Unit received had a broken cam lever that was not allowing the handle to close properly. The cam link, link pin and cam lever require replacement. The handle will need to be readjusted and will need a new roll pin along with general maintenance. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.